Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient began experiencing pain at both ipg sites. As a result, surgical intervention was undertaken on (B)(6) 2024 where in the pns ipg was explanted and replaced, and (B)(6) 2025 wherein the scs ipg was explanted and replaced to address the issue.